Manufacturer narrative:
510k: this report is for three (3) unknown matrixmandible locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. It is unknown which of the reported locking screws were the ones that backed out: part 04.503.640.01c, lot 7027038, quantity 3; part 04.503.642.01c, lot h533468, quantity 3. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes india reports an event as follows: it was reported that on (B)(6) 2018, the cone beam computed tomography (cbct) scan for mandible shows that the matrixmandible plate along with the three (3) screws came out from the lower mandibular border and according to the surgeon the said area is infected. Originally, the patient underwent implantation of the matrixmandible plate and six (6) matrixmandible locking screws, on (B)(6) 2018. There was no information on revision surgery as of this time. This report is for three (3) unknown matrixmandible locking screws. This is report 8 of 8 for (B)(4).

Manufacturer narrative:
A product investigation was completed: product was not returned. The provided x-ray images and pictures were reviewed. The screw loosening described in the complaint description could not be verified from the provided x-rays and pictures. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that on an unknown date the same plate and set of screws were re-implanted in patient.